Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 187 mg/dl. Reportedly, the customer disconnected infusion set from the cartridge, delivered 5-6 units, and did not observe any drops of insulin exiting from the end of the cartridge tubing. Reportedly, the customer was using insulin in the cartridge beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. The cartridge was replaced to address the issue. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer regarding cartridge labeling. A supply change was performed resolving the issue.